Manufacturer narrative:
Product complaint # (B)(4). Batch # unk . Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # n57h6m. Device evaluation summary: the analysis found that one sr55 reload was returned with no apparent damage. The cartridge reload was returned unfired and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload is consistent with an improper loading technique. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.